Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during performing coronary procedure. The procedure was completed with a slight delay as user had to reboot the system to complete the procedure. It was reported to philips that the display went off and on. Review of the logfile shows all the signs of a system which is not rebooted for a long time. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfiles remotely and found process crash errors and requested onsite support. The philips field service engineer (fse) went onsite to check the system and found that the system had not been rebooted in 30 days, also the customer stated that the system monitor had started blanking. To resolve the issue, the fse rebooted the system and as a proactive measure advised the customer to reboot the system regularly, daily or weekly. The defective part was returned for analysis, for ippc no malfunction was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure after reboot the system with minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system rebooted by itself. It rebooted on its own a second time but was unable to fully boot up. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.